Manufacturer narrative:
One lateral flange of each extender is broken. The broken edges present a step at the bottom indicating the breakage was propagated from bottom to top. No pre-existing defect has been identified at the level of the broken sections. The breakage is consistent with lateral overload applied on the extender flange by the inner sleeve during the reduction maneuvers. The origin of the lateral load may come from one of the following configurations: the sleeve was not fixed correctly to the head of the bone screw. The arms of the sleeve would not be parallel preventing from a good sliding of the extender resulting in lateral loads against the extender. The rod is pinched between the sleeve and the extender during the reduction, resulting in lateral loads against the extender. The extender body component were manufactured according to design revision a. Starting from revision b, the wall thickness of the f langes was increase by 50% which would improve manufacturability and strength of the flanges.

Event description:
It was reported that the two extenders (the outer portion) broke during surgery. No further information is known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.